Event description:
A leak of a chemotherapeutic agent. The customer reported a homecare patient was receiving 5-fluorouracil via a PICC line. At an unspecified time during the infusion, the patient noted either a white dry powder or wet spot on their arm. The customer noted white dry residue at the tubing connection to the lower part of the filter. The skin was cleansed with chlorhexidine. Therapy was resumed using a replacement tubing set and pump. There were no reported adverse patient effects. No further medical interventions were required. Through requested, no additional information was provided.